Event description:
It was reported the device battery depleted prematurely. It was also reported the lead had high thresholds and difficulty maintaining the capture management safety margin. The device was removed and replaced. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4). The device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.